Manufacturer narrative:
Failure event observed during analysis. Final analysis found two external insulation abrasions exposing the outer coil; one external abrasion consistent with friction to the device can and one external abrasion consistent with friction to another device or feature of the heart. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.